Manufacturer narrative:
The device is manually loaded into recessed pockets on the ffs machine, the likely root cause is operator error. Production has been notified of this defect and quality will continue to monitor. Device not returned, picture provided.

Event description:
Packing failure: 2 pieces. Product in seal.